Event description:
It was reported that a percuflex plus ureteral stent was to be used in a procedure for ureteral stone. During unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Block h11: investigation analysis: upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual inspection of the device found that the stent shaft was detached. The suture was not returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the stent shaft and is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. On the evidence provided the suture was not visibly assembled in the device indicating that it might have been removed. Probably the suture removal could have caused the detachment of the stent shaft. A conclusion code of adverse event related to procedure was assigned to this investigation.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a procedure for ureteral stone. During unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.